Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant(s) at tooth site #14 was unable to be placed in the osteotomy and was removed. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This report is being submitted to relay corrected information for the initial report 0001038806-2021-00062. Based on additional information, this event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Based on additional information received, this item was associated with a same day replacement in which the doctor was able to stabilize with this larger implant and the procedure was completed. There was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event.